Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at implant, two leads were not able to be used. One lead had been dropped onto the floor and the other was unable to be implanted. Both leads were discarded and the physician is unsure which lead was dropped and which could not be implanted. A third lead of different model was successfully implanted.